Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the CT department, the needleless valve extension set was disconnecting from the primary tubing when the IV contrast was injected under high pressure which resulted in poorly contrasted studies.